Manufacturer narrative:
The thermogard console used at the time of the event will not be returned to zoll for evaluation. After the reported event, the thermogard console was tested with a training start-up kit (suk), and no device malfunction was noted. The thermogard console was placed back on the floor for further clinical use. Therefore, no device evaluation and service will be performed by zoll.

Event description:
A patient underwent ivtm therapy for fever control. An icy catheter (lot # 160907) was inserted into the patient's right femoral vein with no unusual resistance noted. The patient's body temperature at the start of the treatment was 39.0 °c, and the target temperature was set at 37.5 °c, on fever control rate. During the cooling phase of the treatment, the thermogard console (s/n (B)(4)) generated an "air trap" alarm. Following the alarm, the user noticed that the 500-ml saline bag was empty. The dwell time of the catheter was 70 hours, and the patient's body temperature was at 37.6 °c when the issue was noted. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or on the floor. The customer suspected a catheter leak and infusion of 250 milliliters of saline into the patient's bloodstream. The catheter was not replaced, and no further information was provided regarding the details of the treatment and how it was completed. As reported, the customer was unable to clear the "air trap" alarm. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2021-00790 for the icy catheter (lot # 160907).